Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the surgeon alleged an unspecified inaccuracy while navigating in the sinuses. The tracer technique was used to register the patient; it was not known if accuracy was checked immediately after registration. The surgeon continued to use navigation and the case was completed with the use of the stealthstation s7 system. There was no impact to the patient reported.

Manufacturer narrative:
Medtronic investigation finds planned maintenance was performed without inaccuracies or concerns. System passed hardware system checkout, software application checkout, instrument hardware checkout and axiem application checkout. Discovered patient tracer registration was performed on a sagittal view mini cat scan; axial exam was available and not used. Initial investigation determined to be a use error.